Event description:
In 2009, the pt reported receiving an e4 (occlusion) error while attempting to bolus. She confirmed and cleared the error but she did not change any of her accessories. Later she had a "dry mouth" and her blood glucose was elevated to 25 mmol/l (450 mg/dl). She attempted to bolus and e4 was displayed. She was instructed to disconnect from the infusion tubing and she primed without error. She inserted a new infusion site and bolused without error. The infusion site had been in use for 1 day. Her target blood glucose range is 5-6 mmol/l (90-108 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.